Event description:
A hemodialysis user facility has reported the following: when disconnecting the arterial end of the line from the patient's arterial perm-catheter, the clear male end of the combi set connecter broke off and remained in the patients' end of the catheter. They could undo the arterial red luer end. They were unable to remove the piece and the patient had the catheter surgically replaced. The unit has been contacted for additional information on this incident. It has been learned, in speaking with the clinical nurse manager of this unit, that the patient had undergone 3 hours of dialysis when machine alarmed. Reportedly, the bloodlines clotted. The staff then disconnected the patient. This was the first time that the connectors were disconnected since the start of the treatment. Also, it was learned that this catheter was just placed 2 days prior to this incident. She thought that this was the second time this catheter was used for dialysis. The patient's next dialysis treatment was scheduled for 2009. There has been no further report of further ill effect to this patient. The facility did save the bloodlines for an evaluation.